Manufacturer narrative:
Eval summary: based on communication with the sales rep, the surgical technique was not followed prior to stem insertion. The canal was not re-reamed after resection of the head. The difficulty in removing the provisional humeral stem may have been caused by not following the surgical technique. Exact cause of failure cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. Part meets print spec where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon had difficulty removing the proximal provisional stem, which caused a 30 to 45 minute delay in surgery.